Manufacturer narrative:
. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: state: (B)(6). Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of a non-preloaded monofocal intraocular lens (iol), a permanent crease line was observed at the optic center. The lens was removed and replaced during the same procedure, which required an enlarged incision, sutures, and a vitrectomy. The procedure was delayed, and the patient required medical attention and medication. The patient experienced temporary impairment. Instructions for use were followed. Additional information received on august 18 and 19, 2025, clarified details regarding the intervention mentioned in the complaint form submitted by the hospital. The unplanned vitrectomy was due to a capsule tear during the removal of the damaged lens, and the medication prescribed was outside of the standard post-operative care. No further information is available.